Manufacturer narrative:
Section d4, lot number expiration date was updated. Calibration was last performed on (B)(6) 2022 with acceptable results. Qc was acceptable. Between (B)(6) 2022 and (B)(6) 2023, 169 sample-related alarms were observed. Product labeling states: "digoxin-like immunoreactive substances (dlis) have been identified in blood from patients with renal failure, liver failure, and pregnant women in their third trimester. Studies have shown that the presence of dlis in a sample can result in a false elevation of digoxin when assayed by commercially available immunoassays." Since the patient suffers from renal failure, digoxin-like immunoreactive substances (dlis) could have contributed to the high result. As the sample was not received for investigation the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
Product labeling states: "digoxin-like immunoreactive substances (dlis) have been identified in blood from patients with renal failure, liver failure, and pregnant women in their third trimester. Studies have shown that the presence of dlis in a sample can result in a false elevation of digoxin when assayed by commercially available immunoassays." The sample was requested for investigation.

Event description:
The initial reporter questioned a high result for 1 patient tested for elecsys digoxin (digoxin) on a cobas e 801 analytical unit. On (B)(6) 2022 the result from the abbott method was 1.87 ug/l. On (B)(6) 2022 the result from the e801 module was 3.22 ug/l. This result did not correspond to the patient¿s clinical condition. The result from the e801 module was reported outside of the laboratory. The customer suspects an interference affecting the roche result as the patient has renal failure; this is mentioned in the product labeling for the assay. The e801 module serial number was (B)(4).